Manufacturer narrative:
Product ID 97745, lot#, serial# unknown, implanted: explanted: product type programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for the call was the caller wanted to have the controller replaced. The caller indicated that the patient did not have the recharger available at the time of the call. The caller stated that the patient's implant will not charge past 60%. The patient reported that sometimes when charging the controller displays a no device found message, the controller turns off, and then in the location of the implant feels like burning sensation. The caller provided the following recharging information from the tablet. (B)(6) charged from 20-50% - duration of charging session 33min (B)(6) charged from 40-70% - duration of charging session 55min (B)(6) charged from 70-90% - duration of charging session 19min (B)(6) charged from 60-60% - duration of charging session 1.1 hours (B)(6)charged from 20-40% - duration of charging session 14min (B)(6) charged from 40-60% - duration of charging session 28min (B)(6) charged from 20-40% - duration of charging session 13min (B)(6) charged from 30-60% - duration of charging session 36min (B)(6) charged from 40-60% - duration of charging session 22min (B)(6) charged from 40-70% - duration of charging session 49min the caller indicated that she ran an energy check that indicates that the interval is six (6) days. The patient claims that she has to charge every 2-3 days. Adaptive stimulation is not active. Reviewed information about charging and the charging rate. The patient indicated that this started one month ago date of call (B)(6). The caller will have the patient continue to charge. Additionally, the patient reported that the controller will intermittently not connect to the stimulator. The patient indicated that this happens four (4) out of five (5) times when trying to make a connection. The patient indicated that it would happen q2 when trying to charge and when using the controller without the charging antenna.